Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient noticed in the middle of the night that the implantable neurostimulator (ins) was off. He checked with the remote which indicated stimulation was off. The clinician programmer (cp) indicated the device usage was 90%. There was no error code. The issue was occurring intermittently. It was turning off while sleeping. The issue was not related to positional movement. It was noted that the diary information was cleared because the rep had already interrogate it. The issue had been occurring since (B)(6) 2016.

Event description:
Additional information received from a manufacturer's representative (rep) reported they were seeing the patient on (B)(6) 2016. It was noted that the patient was still complaining that his coverage was not addressing his pain level. It was noted that the patient had a primary cell implantable neurostimulator (ins) so he was not a candidate for high frequency settings. The rep noted they she would recommend. The rep later reported that she did not meet with the patient on (B)(6) 2016. The rep noted that the clinic asked them to delay meeting with the patient as the clinic was trying an intervention regarding his multiple requests for medication adjustment. The clinic asked the patient to leave his stimulation off for 2 weeks as his complaint was no longer that it was turning off spontaneously, but that it was not providing an optimum level of relief and he wanted an increase in medication. The rep noted that she did speak with the patient on the phone the day prior and told the patient that they would see him, if needed, once the clinic gave the rep permission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.